Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the device is not available for analysis. The patient was reimplanted with a new device (date not reported). This report is filed (B)(4) 2012.